Event description:
The customer stated that they have an atlas monitor that intermittently powers down while in use. The unexpected shutdown of a bedside monitor may impact clinician's ability to hear and see changes in the pt's condition. There was no pt harm as a result of the reported event.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.